Manufacturer narrative:
Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the circumflex artery. A 15mm x 3.00mm nc quantum apex¿ balloon catheter was selected for use; however, it was noted that the shaft was broken outside the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.